Event description:
It was reported, that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and mildly calcified right external iliac artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted, that the balloon ruptured at 4atm within 10 seconds. The rupture was in the shape of a pinhole at the tip of the balloon. The device was removed without issue using normal method. The procedure was completed with a different device. No patient complications reported. And the patient was good post procedure.